Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that vision has not improved. The patient had a film over vision which came on very quickly according to her surgeon. Will have 2nd opinion next week for right eye. Has not had surgery for left eye yet.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following the intraocular lens (iol) implant procedure, the patient experienced blurry vision. The patient cannot read or see street signs while driving. The patient visited the physician and was prescribed with bromfenac and fluorometholone to help with post operation inflammation. The patient had planned follow-up with physician again. Additional information has been requested.